Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, red particles in the surface of the shell and broken shell. A microscopic analysis was performed which identify two sharp edge broken shell assessed as unidentified tear broken shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -two broken sharp in the posterior side assessed as unidentified (tear) broken.

Event description:
Physician reported a rupture of the right device. The device was explanted.

Event description:
Physician reported a rupture of the right device. The device was explanted.

Manufacturer narrative:
(B)(4). (Facility name): (B)(6). Information contained in this report was previously submitted through psr on (B)(6). 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.